Manufacturer narrative:
Cmp-(B)(4) this follow-up report is being submitted to relay additional and corrected information. . The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10. Upon receipt, the device was functional. A definitive root cause cannot be determined as there was no problem found. Device is used for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: poland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the aseptic battery housing opened in the operating room. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, in this case no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.